Manufacturer narrative:
The physician plans to explant this patient's entire system and implant a new system once the infection clears up. No additional information is available at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient developed a system infection. The patient's leads include a competitive transvenous right ventricular (rv) lead and an OEM manufactured right atrial (ra) lead.